Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that auxiliary and smart remote manager not on bus. A field service engineer, disconnected and reattached the smart remote manager to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system all auxiliary cabinet not on the bus. The customer stated that medication is stucked in the auxiliary area, and the refrigerator is also occupied it caused a delay in accessing medication. There were no adverse events or injuries reported based on this incident.